Manufacturer narrative:
The field service reported problem of an inappropriate software combination involving application software version 1.6.x and bootstrap version v1.2 has been confirmed on reported pumps. The initial cause of this issue involves manufacturing's downgrading of the application software from 1.7.0 to 1.6.x on newly assembled pumps pump's without also downgrading the bootstrap version from v1.2 to v1.1. Additional investigation activities are being conducted to determine root cause of the issue (reference (B)(4)). The device history record (DHR) review confirmed the reported problem and identified the initial cause of the reported problem (reference (B)(4)).

Event description:
It was reported that the device had version 1.2 base bootloader installed, which is intended for use with v1.7 firmware. The device was found to have v1.6.1 firmware loaded which is the correct version, but the corresponding base bootloader should be version 1.1. No patient injury was reported.